Event description:
It was reported that during a CABG, an error occurred many times on the way. The device was reset several times, but the event continued. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade broken off, returned and discolored (blue) due to heat generated from contact between the blade and tissue pad. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: ¿an error occurred many times on the way¿. The device was functionally tested with a generator. During functional testing on generator an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.